Event description:
The following info was reported to the MFR on 05/07/2007:"physician initiated detachment of a detachable coil [device in question]. The settings on the power supply were running normal at 1ma. There was no detachment confirmed. Physician waited for 4-5 minutes. He then decided to verify under fluoroscopy whether the coil was detached or not. When he started pulling back the pusher wire, the physician noticed that the coil [device in question] was still attached to it. He tried to reposition the coil [device in question], but the microcatheter tip moved outside the aneurysm. Thus, physician had to pull back the coil [device in question]. Pulling back, the coil [device in question] separated from the pusher wire and remained in the artery. Two (2cm) of the proximal coil [device in question] was hanging within the ica, the rest was within the aneurysm. The physician was successful in retrieving the entire coil [device in question] with a snare and removing it from the pt." Status of pt condition was reported as "fine".

Manufacturer narrative:
(Coil [device in question] separated from the pusher wire). PMA/510(k)# k001083.